Event description:
A report received from the USA stated an 840 ventilator experienced a rolling thunder error which rendered the ventilator inoperable. It is unknown if there was patient involvement at the time of the event. The date of the event is unknown. As additional information is obtained, as additional information is obtained, a supplemental report will be issued.

Manufacturer narrative:
The customer replaced the breach delivery (bd) central processing unit (cpu). (B)(4).

Manufacturer narrative:
This complaint # rx201402-2371 was processed on (B)(4) 2014, and rx201402-2067 was processed on (B)(4) 2014. File # rx201402-2371 is a duplicate report for the same unit and event. Therefore, all information regarding this particular event will be posted on the first recorded file # rx201402-2067.